Event description:
It was reported, "proximal cone body was fully seated on conical stem. The screw was tightened with the 5mm screwdriver and then torqued as per surgical technique. At 120psi the 1st screw cut out and when removed, you could see the cross threading. A second prosthesis was opened and the screw used with exactly the same outcome. A third prox body was opened and the screw was hand tightened as much as possible and torqued to 80psi and the surgeon chose to leave it at that pressure."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR #9616680-2010-00447.